Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump delivered properly all bolus programmed during our testing. No bolus anomalies were noted. However, the insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery. It was also reported that no delivery occurred during bolus as well. Customer's blood glucose levels were not reported. Insulin pump would need to be replaced.